Manufacturer narrative:
Batch history review: the batch history file complies with our specifications and does not present any discrepancy. No other similar incident was declared to use on this batch of access ports, sold since august 2011. Investigation results: the device was received for analysis. The catheter rupture occurred at 6cm of the access port housing. The rupture is not clear. One part seems to have been cut (facies clear) and the other part seems to have been ripped (facies more rough). Conclusion: the examination of the catheter did not allow us to determine the exact root cause of the rupture. The rupture facies is unusual. The approach used by the physician is unknown and the x-ray picture are not available for evaluation. Consequently, no conclusion can be drawn. As an isolated case, no corrective action is envisaged.

Event description:
On (B)(6) 2012: implantation of the access port. On (B)(6) 2014: the flush of the port was not successful and patient's arm was swelling. The port was removed and it was found the catheter broke at 5cm apart from the junction of exit canula. On (B)(6) 2014: the patient was sent to operation to remove the distal tip of the catheter. The patient was followed up for recover on (B)(6) and recovered well.